Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. Numbers not moving up or down on their own noted during testing. The device also had a cracked case on lcd display window corners, cracked battery tube threads, and missing end cap sticker noted during visual inspection. No moisture damage on motor assembly or electronic assembly noted.

Event description:
The customer reported via phone call that the numbers on the screen were scrolling by themselves; she removed and reinserted and the insulin pump alarmed button error. She stated the device might have been exposed to sweat. The customer confirmed that buttons were not pressed for 3 minutes or longer. Blood glucose value was 63 mg/dl; which she treated with food. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.